Event description:
The lv2-rv coil showed one measure in impedance below the 200 ohms impedance alert. This was more an acute jump vs. Gradual decrease, according to caller. The initial reported noted they are going to monitor the lead for now and with the alert reset, if it's retriggered, they will investigate the cause further. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).